Event description:
The facility representative reported a colleague infusion pump with an 805:15 failure code that failed powering up. The event was reported to have occurred during programming/set-up in equipment management. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. This device utilizes user interface module master software version (B)(4) categorized as unremediated. During review of the event history, it was determined that the reported condition occurred during delivery causing an interruption of delivery.

Manufacturer narrative:
The reported condition of failure code 805:15 was confirmed and duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).

Manufacturer narrative:
Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). The device has not been previously sent into service for the reported condition of ?fc 805:15.? (B)(4).